Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they ¿had no idea¿ what led to the implantable neurostimulator (ins) hitting eri earlier than expected. To start resolving the issue the consumer scheduled an appointment with the neurosurgeon for (B)(6) 2019, however, the issue wouldn¿t be resolved until the battery was replaced. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s ins had reached eri on the left side ins the day of the call. The patient stated, ¿wow that didn¿t last very long.¿ the patient had expressed dissatisfaction with the longevity of the ins. It was reviewed that the patient gets their ins tested with their hcp. There were no symptoms reported. There were no further complications reported.